Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 (mg/dl) for 4 days. Customer changed supplies and administered insulin injections to treat bg levels; however, bg levels would elevate again. Reportedly, contact performed troubleshooting on the pump and could not identify any issue with insulin delivery. Contact reached out to tandem clinical diabetes specialist on (B)(6) 2016 who advised using a fresh vial of insulin. After changing insulin, customer's bg levels remained stable all day (B)(6) 2016. During follow up with tandem technical support on (B)(6) 2016, contact was advised to call technical support for future high bg events.